Manufacturer narrative:
The sensor replacement alert was presented to the user on (B)(6) 2023, day 137 after insertion. The returned sensor was tested in-house, and it revealed a loss of chemical performance which caused a decline in the signal modulation throughout the insertion period. The system correctly disabled the sensor due to performance deviation, and the system's self-test functions were working normally. The root cause of the failure was due to the sensor's hydrogel oxidation. As part of resolution, the RMA was authorized for sensor replacement. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.

Event description:
On april 14, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.